Manufacturer narrative:
Siemens filed the initial MDR 9610806-2019-00056 on 18-jun-2019. Additional information (25-jun-2019): siemens further investigated the issue and determined that there was no indication of an instrument nor a reagent malfunction. The customer declined to provide additional information about the patient's anticoagulant, the coagulation curves and other details about the event. No reagents were changed in between the runs. Sample integrity was acceptable and there were no instrument errors at the time of the discordant, falsely low prothrombin time/international normalized ratio sample result. This appears to be an issue related specifically to the one sample collected from this patient. Siemens cannot rule out inadequate mixing of the sample during collection or other pre-analytical variables as contributing factors to the discordant result. It is recommended to further evaluate all steps of patient sample collection and refer to the sample tube manufacturers' product insert for full details on collection requirements. Inadequate mixing can lead to spurious results due to both uneven anticoagulant dispersal and possible microclot formation. Remixing of the sample can then produce acceptable recovery. Section d4 was updated to include the reagent's catalog number, lot number and unique identifier number and the result code and conclusion code were updated in section h6 to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a falsely low prothrombin time (pt)/ international normalized ratio (inr) result was obtained on the bcs xp system on a patient on anticoagulant therapy. Siemens reviewed the files that were provided by the customer. Quality controls were within acceptable ranges on the day of the event. The catalog number, lot number, expiration date and unique identifier number (UDI) for the dade innovin reagent was not available at the time of filing this MDR. Siemens is investigating the issue.

Event description:
Discordant, falsely low prothrombin time (pt)/ international normalized ratio (inr) result was obtained on a patient sample using dade innovin reagent on a bcs xp system (sn: (B)(4)). The initial result was reported and was questioned by the physician(s). The same sample was repeated on the same system using the same reagent and it resulted in higher values. The patient was on anticoagulant therapy and the repeated result matched the patient clinical background. A corrected report was issue to the physician(s). The patient is an intensive care unit (ICU) patient. The customer cannot confirm which anticoagulant the patient is on at this time. There are no reports of patient intervention nor adverse health consequences due to the discordant, falsely low pt/inr results.